Event description:
It was reported that a homechoice pro experienced a high drain 140 alarm after use. A high drain alarm occurs when a patient has drained a volume equal to 200% or greater than the patients fill volume. The home patient explained that when she was ending therapy in the morning she received the alarm. The patient tried setting up the device for that night. She called the registered nurse (rn) but the rn did not know how to clear the alarm. The technical service representative discussed the use of continuous ambulatory peritoneal dialysis. There was patient involvement; however, there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). During evaluation, the device passed homechoice return instrument test/evaluation (rite) functional testing and homechoice rite electrical safety analyzer testing. A short simulated therapy was performed successfully. All pressures were determined to be correct and stable. During internal inspection, no issues were found. During product analysis lab evaluation, no failure or malfunction was found that could have caused or contributed to the reported difficulty. During visual inspection of the returned disposable set, no issues were found. Leak testing, clear-passage testing and clamp function testing was performed with no issues noted. The returned sample was run on the homechoice machined successfully. The returned disposable set passed returned instrument disposable evaluation testing. The cause of the reported issue was determined to be use error, tidal total ultra filtration removal set too low. The homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. The device will be sent to service area for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice was received for evaluation. The reported difficulty of a high drain alarm was confirmed in the event history log but not duplicated during evaluation. A visual inspection and functional testing were performed. The homechoice passed all tests and met specification requirements during evaluation.